Manufacturer narrative:
The device history record and previous repair record for zimmer air dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(4) prior to 22 march 2019, the device was noted to have been previously repaired seven times, the last repair being for the dermatome not taking a nice graft reported on 22 may 2018. The reported event was confirmed by the service technician who performed the evaluation and repair. On 22 march 2019, it was reported from (B)(6) hospital that a dermatome was not taking nice grafts on 15 march 2019. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the device on 22 march 2019 found that the oscillator was loose and that the safety slide on the trigger was very hard to move. Upon further evaluation, the surface of the dermatome was found to be pitted just as it was during the previous repair on the device and it was speculated to be from some form of aggressive reaction or cleaning. The dermatome was forwarded to zimmer taiwan for further evaluation and repair. Evaluation of the device by zimmer taiwan on 17 april 2019 noted that the dermatome was out of calibration at all four settings and that the device ran below motor speed specifications. It was recommended that the motor, multiple bearings and o-rings, the reciprocating arm, external e-ring, hinge throttle gasket, the lever, ball plunger, and the 3 width plate be replaced. Repair of the device occurred on 22 april 2019 and involved replacing the motor, multiple bearings and o-rings, the reciprocating arm, external e-ring, hinge throttle gasket, the lever, ball plunger, and the 3 width plate. The technician then tested and verified that the device was functioning as intended then returned the device to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 22 march 2019. While the service technician found that the device was out of calibration at all four settings and was noted to be running below motor speed specifications, which would cause the blade to not align properly on the dermatome during use as well as not oscillate the reciprocating arm at a speed that would enable the device to take a proper graft, it cannot be determined from the information provided as to what caused the loss of calibration or the malfunction of the motor. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was not taking the nice graft. Review of information entered into this cfu form determined that the issue occurred during surgery. Subsequently this did not caused patient harm and there was no delay. The problem did not caused an impact/damage to graft harvest.